Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during implant, the left ventricular lead was damaged due to friction between the wire and the lead. The patient was stable following.

Event description:
Additional information indicates that the physician alleged that the coating caused too much friction between the lead and the stylet.